Event description:
Customer reported that the pump did not charge very well, indicating a malfunction issue. There was no reported impact to the customer¿s blood glucose level. Customer declined technical services and follow-up was not conducted, leading cts to close the case without additional actions.